Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Claim alleges that the pt's femoral stem fractured on (B) (6) 2008.